Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and exhibited intermittent capture. As a result the patient experienced a heart rate between 40-65 beats per minute. The lead was capped and replaced. No further patient complications have been reported as a result of this event.